Event description:
A bard ivc filter was inserted in this pt in 2007 at a different hosp following major trauma. On approx four months later, the pt presented to our hosp to have the filter removed as she is now ambulatory. Prior to removal, an ivc gram was performed. This demonstrated the filter to have migrated caudally since its placement and there were at least two legs extending beyond the expected lumen of the ivc medically. Additionally, there was evidence of a fractured leg but no evidence of thrombus. The ivc filter was removed with difficulty but the fractured leg remained in position and unchanged from the pre-procedure venogram.